Manufacturer narrative:
Correction: addition of annex codes g, c, and d. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that thermal damage was noticed after the procedure and that there was arcing as the observed smoke during the procedure. The other instrument in use when the arcing event occurred was a grasper and that the complaint was caused by the instrument associated with it. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. Additional observation(s): the instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.